Event description:
It has been reported that the AED did not pass self-diagnostic check.

Manufacturer narrative:
(B)(4). Reported as issue could not be cleared by operator. Due to age of device, 7 years, device will not be replaced. Customer has been advised to remove from service.